Event description:
A customer reported that they observed an error 3 message on the display of their freestyle meter. The customer also observed the low battery and booklet icons. The meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The customer's product has been returned and an investigation is in progress. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed.